Event description:
It was reported that during central processing, the 30-degree endoscope plus was missing a glass lens from the tip. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the 30-degree endoscope plus for evaluation as of the date of this report. A return material authorization (RMA) was issued to evaluate the isi device.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was noticed after the decontamination process in sterile processing department (spd). No fragments fell inside the patient. Isi did receive a da vinci product to perform failure analysis and the complaint was confirmed. The endoscope was visually inspected and was found with damage at the distal end. The distal window located at distal tip was visually inspected and found cracked.

Event description:
Refer to h11 for follow-up information.